Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove the closure device or for foot retraction problems reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lever would not close and the foot would not close during attempted suture placement in the mildly calcified left common femoral artery using the preclose technique using a proglide device with an 8f sheath prior to a transcatheter aortic valve repair (tavr) procedure. The tavr procedure was not performed as the patient was taken to surgery for device removal. Hemostasis was achieved surgically. The physician is reportedly trained in the use of the proglide device and the large hole technique. No additional information was provided.